Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I generated from alinity I processing module and provided the following data. The patient had multiple samples tested. Customer reference range: result greater than or equal to 200 ng/l is considered critical. Sample ID (B)(6) result on 25 feb was 2.8 on sn: (B)(6). Sample ID (B)(6) result on 26 feb was 381.4 sn: (B)(6). Sample was not retested. Sample ID (B)(6) result on 26 feb was <2.7 on sn: (B)(6). Sample ID (B)(6) result on 26 feb was <2.7 on sn: (B)(6). Patient information: 76 year old female. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. Updated h4 - device MFR date to 11/28/2025.

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I generated from alinity I processing module and provided the following data. The patient had multiple samples tested. Customer reference range: result greater than or equal to 200 ng/l is considered critical. Sample ID (B)(6) result on (B)(6) was 2.8 on sn: (B)(6) sample ID (B)(6) result on (B)(6) was 381.4 sn: (B)(6). Sample was not retested. Sample ID (B)(6) result on (B)(6) was <2.7 on sn: (B)(6) sample ID (B)(6) result on (B)(6) was <2.7 on sn: (B)(6). Patient information: 76-year-old female. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.